Event description:
User reported that despite passing the pre-bypass checks, the pump became inoperable when going on bypass. User used the hand-crank to generate flow and replaced the hlm with a backup.

Manufacturer narrative:
Event logs were reviewed, revealing that the system was in safe flow modulation at the time of the event. During safe flow modulation, the pump speed cannot be increased. Any attempts to adjust the pump during safe flow will only occur once the system exits safe flow. The logs indicated that the system entered safe flow modulation after being triggered by the safe flow level sensor, which could be due to a low reservoir level, poor contact between the sensor head and the reservoir, or a faulty level sensor. The logs did not indicate an issue with the sensor and on-site testing confirmed the level sensor head responded to fluid presence and absence appropriately. Therefore, no device issue was discovered.